Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced false upstream occlusion alarms which were reproduced and confirmed during evaluation caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a recertification spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.